Event description:
The customer reported that the valved powerpicc broke, in 2 places, at 30 cm (therefore inside the vessel) with chemo in progress. The patient did not have the extravasation. Catheter was inserted 3 weeks ago in basilica vein on the right side with ultrasound guided positioning with ECG monitoring and radiographic control post insertion. PICC was inserted 40cm. It was not a difficult placement, without complications during implantation or immediate post-implantation. Damaged PICC was removed and replaced with a 4fr powerpicc solo on (B)(6) 2023.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regv1459 showed no other similar product complaint(s) from this lot number.

Event description:
The customer reported that the valved powerpicc broke, in 2 places, at 30 cm (therefore inside the vessel) with chemo in progress. The patient did not have the extravasation. Catheter was inserted 3 weeks ago in basilica vein on the right side with ultrasound guided positioning with ECG monitoring and radiographic control post insertion. PICC was inserted 40cm. It was not a difficult placement, without complications during implantation or immediate post-implantation. Damaged PICC was removed and replaced with a 4fr powerpicc solo on (B)(6) 2023. Additional information received 2/16/2023: customer reports there was a "double fissure (non-fracture) under the skin" approximately 10cm from the insertion point. No piece was retained in the patient. There was no injury or complication, and the event did not result in a clinically significant delay in treatment. The event did not occur during an urgent or life-threatening medical situation. The catheter had been secured with securacath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.